Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the implantable cardioverter defibrillator (ICD) exhibited pace impedance measurements of greater than 3,000 ohms when connected to the right atrial (ra) lead. It was noted that the pace impedances were within normal range through the pacing system analyzer (psa). The physician took the ra lead out, reinserted it into the device and a within range pace impedance measurement of 1,600 ohms was observed. There were right ventricular (rv) pace impedance measurements of greater than 2,000 ohms as well. The physician opted to continue to monitor. The device remains in service. No adverse patient effects were reported.